Manufacturer narrative:
Device was manufactured from february 5, 2016 to february 8, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, a pool of fluid inside the housing was observed. During functional testing the leak was observed on the side of the bladder crimp, located inside the housing. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. After filling, the nurse found water drops inside the housing and the solution flowing into the housing. There was no patient involvement. No additional information is available.